Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a hole in the forceps channel, residue and foreign material came out of the forceps channel, and foreign material in the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was surmised that reprocessing was not completed properly. However, the cause of the hole in the forceps channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.